Manufacturer narrative:
Concomitant medical products: product ID: pnma01411a004, serial# unknown, product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient¿s recharging belt was broken. The patient stated that he thought his ins was in a bad spot which caused the belt to break. No symptoms were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.